Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a clinical study regarding a patient who was receiving dilaudid and bupivacaine via an implantable pump for malignant pain. Per the clinical diagnosis/test, on (B)(6) 2014 the patient experienced intrathecal medication side effects specified as sedation and urinary retention. The event was related to the device/therapy and not related to the implant procedure. The event was related to the drug, specifically increased dose of dilaudid and bupivacaine. The pump was reprogrammed on (B)(6) 2014. The event was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.